Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. The balloon was noted to be tightly folded and had not been subjected to positive pressure. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The device was returned with the stent fully mounted onto the delivery system. The stent was in the correct position on the balloon material however it was noted that struts at both the proximal and distal section of the stent were damaged and were raised from the crimped stent. A visual and microscopic examination of the stent identified a swab like material around the proximal section of the stent. Some of the material was also noted on the distal tip; however none of the material was noted at the distal section of the stent. This material was observed to be tightly wrapped around the device and the mounted stent. It was determined that this swab like material may have become stuck to the device which resulted in the proximal stent strut¿s becoming damaged and raised from the crimped stent. This material may also have caused the damage noted to distal stent as the damage identified at both proximal and distal end of the stent was uniform. No issues were noted with the returned stent that could have contributed to the complaint incident. No damage was observed to the tip of the device; however a white fluffy material was noted attached to the distal tip. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 10.0x60x75cm express® ld iliac / biliary stent, it was noted that the stent dislodged at the edge. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 10.0x60x75cm express ld iliac / biliary stent, it was noted that the stent dislodged at the edge. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.